Event description:
Preparation of the guardwire went smoothly without any issues. Prior to passing the guardwire, pre-dilatation with a 2.0 x 30mm stormer balloon was performed, vasculature interference did not appear to be an issue. While crossing the wire it was noted that the distal segment fractured. Upon removal, the distal tip/balloon remained in the patient where it was stented against the vessel, it did not perforate the vessel and the patient is reported to be fine.